Event description:
We became aware on 2/22/2022 that a sign fin nail implanted to repair a fracture was replaced due to a non-union with instability. The fin nail was replaced with a 10mm x 360mm standard im nail per the sign technique manual. Surgeon comment: "he has been operated 6 weeks ago for midshaft tibia closed fracture with a fin nail, and was seen in follow up with an obvious rotation of the foot. We then decided to revise his osteosynthesis. It was an im nail revision of a failed fin nail. It has been replaced by a standard nail."

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union with instability is undetermined. There is no way to predict a non-union or failure to heal. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.